Manufacturer narrative:
Inratio precision data provided by end-user lot: date: 1/6/10, 1st inr: 3.1, 2nd inr: 3.0, mean: 3.05. Sd: 0.07, %cv: 2.32. Since 2.32% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Customer obtained 1.9 inr two weeks before obtaining 1.2 inr. And then 4.1 inr was obtained from doctor's office a day after acquiring second inr result (1.2 inr). Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the patient. There hours is considered a reasonable length of time between two readings in order for comparison to be valid. Conclusion: data analysis on cv% calculation from comparison test data provided by end-user revealed precision criteria met. Other test values were tests were done more than three hours apart. There is a high possibility that the discrepancies are due to changes in the status of the patient. There is insufficient information to determine the root cause. As of (B) (6) 2010, 4 discrepant result complaints were reported for lot #080868 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (<0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action is not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Patient experienced a nose bleed. Dose was cut by 10% after testing at the doctor's office on (B) (6) 2009. Patient results from (B) (6) 2010 were obtained during doctor's strips.